Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the prime test due to moisture damage inside the force sensor resistor. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 400 mg/dl. Customer attempted to change battery due to a failed battey alarm and received another compromised force sensor alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.